Manufacturer narrative:
The actual device involved in the incident was evaluated. Though still under investigation, varian has confirmed the allegation. The hot spot, although typically small in volume, does represent the dose that would be delivered. Varian has determined that an MDR is appropriate, as this malfunction, should it recur and not be detected, could potentially cause a dose mistreatment. Additional follow-up to this MDR is expected upon completion of the investigation.

Event description:
Customer called to report that a section of the multileaf collimators that covered a target in the section of rotation stayed open even when the target was no longer in that area. Customer created a 2 arc ra plan with field sizes of 28x28. Arcs rotated from 181 to 179 and back. Both arcs had collimator rotation of 45-degrees. After optimization and calculation, this open area was on both arcs. Customer stated that this open area was resulting in a streak of 20% dose in areas with no targets. No serious injury to the pt was reported, as the user observed this event during treatment planning, and the plan was not used. No further pt info was provided.